Event description:
The patient was using the rewalk device for a total of 7 training sessions during and (B)(6) 2024. On(B)(6) 2024, the patient reported to the rewalk clinical training manager that she was diagnosed with a fracture at the left knee. The incident was recorded under customer complaint number: (B)(4).

Manufacturer narrative:
Final report and investigation main findings: date: july 24, 2025 1. The investigation activities included the following: reviewing device records. Interviewing the clinical trainer and the patient. Analysing the timeline of the patient's device usage prior to the reported incident. Reviewing available patient data and parameters. Conducting a device inspection by a lifeward field service engineer, who found no evidence of malfunction. Evaluating medical imaging and bone density results by an external medical expert (physician) to help identify the potential root cause. 2. Root cause summary based on all available information, there is no evidence to suggest that the injury was caused by a device malfunction or misuse. Probable cause: the patient had an increase in overall spasticity due to a new diagnosis of urinary tract infection. The sudden left lower extremity spasm occurring during the sit-to-stand transition was witnessed to bring the patellar tendon weight-bearing area of her left proximal tibia into forceful contact with the proximal tibial restraining bar of the rewalk device. The direct trauma resulted in the bilateral comminuted left proximal tibial fractures. 3. CAPA: 0230 was initiated: updating the user and therapist manuals and the training presentation with additional warnings.

Event description:
The patient was using the rewalk device for a total of 7 training sessions during on (B)(6) 2024. On (B)(6) 2024, the patient reported to the rewalk clinical training manager that she was diagnosed with a fracture at the left knee. The incident was recorded under customer complaint number: (B)(4).